Manufacturer narrative:
Product analysis the reported aortic rupture could not be confirmed on the films provided; however, contrast leakage was observed on the film. The exact type and cause of the endoleak could not be determined from the limited film provided. Complete post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. While a type iii fabric endoleak cannot be ruled out, analysis of the returned films did not reveal any obvious anatomical factors that may have led to this (e,g, calcification). A type iiia endoleak appears unlikely considering the location of the observed leakage and there also appeared to be enough proximal seal to make a type ia endoleak unlikely. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported rupture was not observed on the film provided; therefore, the cause of the event could not be determined. It is considered that the films reviewed were from after the implantation of the non-mdt stent graft distally to resolve the endoleak that was observed on prior still images received. Complete post-implant contrast CT¿s showing the rupture prior to intervention were not received for a thorough analysis of the reported event. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the rupture and/or endoleak source/cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; as per the physician the cause of the rupture is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: v nmf4337c185tu, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia and valiant navion stent graft systems were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysmn. It was reported approximately 2 years post the index procedure the patient presented emergently with aortic rupture symptoms. Location of the rupture was unknown but suspected to be distal to the graft. Intervention was carried out and the thoracic aorta was relined and extended distally with a non-mdt graft. No cause of the event was provided. No additional clinical sequalae was provided and the patient is fine.